Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. Based on the investigation results, the customer complaint was verified and the root cause was determined to be a component failure. No relationship was identified between the needle assembly processes and the vacuum loss phenomena.

Event description:
It was reported that during the first freeze cycle the doctor noticed the shaft of one of the icerod needle started to collect frost causing a thermal injury to the skin. Attempts to collect additional information was unsuccessful. The customer did not provide any additional information.